Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump had unresponsive buttons and a frozen screen. Troubleshooting was performed but the issues were not resolved. The time on the screen did not change. Nothing further was reported.